Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The patient has an exeter with an lfit ahead and cemented cup in situ. He reported that her surgical history included: original implantation of a birmingham surface replacement. Revision to a stryker securfit stem with ceramic on ceramic bearing. Revision of the securfit to an exeter with a cemented cup approximately 4 years ago. Surgeon said he performed a hip arthroscope and reported that there was loose body bone cement debris, evidence of metallosis and gross scratching of the lfit femoral head.